Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). No device errors could be detected and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided for investigation. Since the ventilator passed functional tests and no parts were replaced, the root cause of the generated alarms has not been determined.

Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).